Event description:
Report received of an underdelivery. The pump was returned to the biomedical department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered a measured volume of 14ml instead of the expected 24ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.